Manufacturer narrative:
The na electrode lot number was aev34 with an expiration date of 15-jun-2025. A field service engineer (fse) determined that the dilution vessel and the vacuum and sipper nozzles were dirty and cleaned them. He performed an ise check, calibration, qc, and all passed successfully. No further issues were reported since the service visit. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable na (sodium) electrode result from the cobas pro ise analytical unit. The initial result was 150 mmol/l, and the repeat result was 139 mmol/l. The result was repeated because it did not match patient history. The questionable result was not reported outside of the lab. The repeat result was deemed to be correct.